Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at noon. The patient manages her diabetes with humulin n insulin. The patient reportedly did not have a backup meter and could not continue testing her blood glucose. Due to the alleged issue, the patient guessed on her evening dose of humulin n insulin (amount not specified). At 5am the following morning, the patient claims she felt symptoms of shaky and dizzy. The patient ate a banana and rice cake as treatment. The patient reportedly felt better after treatment. At the time of troubleshooting, the cca noted there was no indication of misuse with the subject meter. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.